Event description:
It was reported during a da vinci surgical procedure, the monopolar connection was broken on the monopolar curved scissors. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument banana plug was broken. It was concluded, the broken damage may be due to mishandling/misuse. Additional observation during failure analysis found the instrument tube extension had pad printing removed. It was concluded, the pad printing removed may be due to mishandling/misuse. Additionally the instrument main tube was cracked. The main tube had a small fissure on the axial direction, located directly below the tube reinforcement ring. The location of fissure was in an area that is not protected by the tip cover. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing damage if to recur could cause or contribute to an adverse event.